Manufacturer narrative:
It was reported that the failure modes of the pump not recognizing the syringe before infusion and the pump stopping midway alerting to an emptied syringe during infusion occurred. It was reported that there were 8 occurrences of these failure modes with unknown serial numbers. If the serial numbers become known, additional reports will be filed.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the device not being programmed properly; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D3, d4, and g4 are unknown. H3: device has not been returned to manufacture.

Event description:
It was reported that the pump did not recognize the syringe size. The event occurred prior to infusion. There was patient involvement, no adverse patient effects were reported.